Event description:
It was reported that the patient's right hip was revised. No indication as to why the patient was revised was told to the sales rep. First revision was of competitor product. Hospital will not release any further patient information or documentation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 36mm v40 lfit head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.